Manufacturer narrative:
Lot# unknown. Method: risk assessment; results: manufacturing files were not reviewed because no lot or parts were provided. The hospital disposed of the plate. Conclusion: it appears that the stg was followed, however a probable root cause is not determined due to no parts being returned.

Event description:
It was reported that when the surgeon was trying to final lock the plate, one of the locking mechanisms wouldn't properly lock. It was free spinning.

Event description:
It was reported that when the surgeon was trying to final lock the plate, one of the locking mechanisms wouldn't properly lock. It was free spinning.